Event description:
It was reported that the trachs had asymmetrical cuffs when inflated. There was no patient involvement.

Manufacturer narrative:
E1 reporter phone number: (B)(6). H4: manufacture date is unknown, no information is available based on reported lot number. UDI section of d4, and g4 510k are unknown, no product information has been provided to date. B3: date of event is unknown, no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the investigation, the reported complaint could not be confirmed. No actions have been assigned at this time.